Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.00mm x 8mm fg emerge balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
E1: (B)(6).